Manufacturer narrative:
Device was received by the manufacturer and the complaint was confirmed. According to the quality investigation, the flange was detached from the bladder component, preventing the cuff from holding air pressure. The device could not be repaired and was discarded. A replacement was provided to the customer.

Event description:
It was reported that during a procedure, the cuff lost pressure. The procedure was successfully completed with a back up cuff, with no clinically relevant delay. There are no allegations of adverse consequences associated with this event.